Manufacturer narrative:
The device was not returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that during surgery, the universal modular electric/battery double trigger handpiece screws broke. There was no report of pt injury associated with the event. No add'l clinical info was rec'd prior to this report.